Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of far-field r-wave oversensing (ffrwos) noted on the device. Technical support recommended reprogramming to resolve this, however the reprogramming has not yet been performed. The patient was stable with no consequences.